Event description:
It was reported that the asymptomatic patient presented in the o.r. For normal follow up. Externalized conductors were reported but no electrical anomalies were observed. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.